Event description:
While applying dermabond (r) topical skin adhesive to a laceration above the eyebrow, some of the product got in the pt's eye and glued it shut. As of 5/29/07, pt was able to see out of both sides, but the eye was still bonded in the middle. The pt's current status is unk.

Manufacturer narrative:
The event description does not suggest that the functional performance of the device was out of specification. The circumstances of this event indicate that user error caused the event. The directions for use provided with the device in the package insert indicate that the adhesive must be applied gradually in layers and provides instructions on the positioning of the wound to avoid flow to unintended areas. The package insert warns that the product is a fast setting adhesive and includes additional precautions to avoid unintended bonding in the area of the eye. Non-clinical eye irritation studies included in the approved PMA for this device conclude that the application of the adhesive to the eye results in no permanent damage, but can produce a mild irritation to the conjunctiva.